Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. No symptoms and no specific cgm nor blood glucose reading was reported from the event, but it was stated that the cgm reading showed a hypoglycemic value, while a fingerstick taken by a healthcare provider (hcp), would have showed a hyperglycemic value. The patient was treated with insulin (route unknown) and stayed at the hospital for less than 24 hours. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.